Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had stage 2 done a couple of weeks ago, at the end of april, and was now reporting that the ins was heating up in the pocket; it feels warm to the touch when the patient puts their hand on the site. The physician stated it started last week, they saw the patient, and did not appear to be an infection. They had the patient turn off the device, but the patient was still experiencing the burning sensation with the device off. Troubleshooting included checking impedances and making program changes; the impedances showed normal. It was discovered that the sensation was not constant, and only occurred in certain positions. The healthcare provider determined that it was probably pocket position, not device related, so they performed a pocket revision on (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Manufacturer representative reported it was determined that there wasn't an issue with the device but it was related to the position of the battery in the pocket. A pocket revision was performed on (B)(6). No further complications anticipated.